Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella c the patient had been on p4 for several hours with vitals and labs remaining stable. Medical doctor(md) assessed placement of impella on echocardiogram. He pulled back device a few centimeters, but waveforms remained about the same. Weaning screen showed no changes in native function which remained stable. The patient was oozing at the site, no swan present. The patient on p4 overnight so decision made to explant the pump. Md said patient was very oozy even before impella placement. Patient survived.

Manufacturer narrative:
The investigation for the reported major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed could not be determined.